Event description:
It was reported that an individual received a ¿dosing stops soon¿ alert on the ilet while using a dexcom g7, with a history of ¿brief sensor issue¿ alerts and the cgm not pairing to the ilet. Symptoms included potential interruption of automated insulin dosing due to loss of cgm data transmission. Outcomes included transient disruption of automated therapy with user instruction provided to mitigate risk. Investigation included review of alert history, confirmation of the ilet cgm code entry, and education on cgm pairing, sensor replacement, and expected pairing time. Investigation of this case revealed that the cgm experienced intermittent communication issues resulting in loss of pairing between the g7 and the ilet, consistent with signal loss limited to the ilet and sensor brief issues on the cgm. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or sensor-related signal instability rather than a malfunction of the ilet.